Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the rotary pump was replaced to resolve the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's registered nurse reported that a patient experienced blood loss while undergoing hemodialysis (hd) treatment on a 2008t hd machine. The following details were provided. The 2008t hd machine alarmed three (3) hours into a 3 hour and 45 minute treatment with no issues noted. A second alarm followed within one (1) to two (2) minutes. Air was noted in the venous line and blood was coming from a 1 millimeter hole in the combi set bloodline. The damage to the bloodline tubing occurred in the section of soft tubing that comes in direct contact with the blood pump. The treatment was stopped and the arterial line was returned. The total estimated blood loss (ebl) was noted as being approximately 100 milliliters (ml). The patient's post treatment condition and vitals were stated as being fine. There was no medical intervention. Follow-up identified that the rotor pins were slightly bent. The system was removed from service for evaluation. The biomedical technician replaced the rotor pump to resolve the issue. Following the part replacement, the system was restored to full functionality. The unit has been returned to service at the user facility without a recurrence of the event as reported. There was no allegations that a dialyzer malfunction occurred. No parts are available to be returned to the manufacturer for evaluation. The combi set bloodline was not available to be returned to the manufacturer for evaluation as the device was discarded by the facility.